Event description:
The pulling device ø 4.0 mm, length 240mm, for less was broken when the physician was placing the screws on the proximal tibial plate. No surgical delay reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.